Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: added a072201/high impedance.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) event due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead and disabled the respiratory sensor due to minute ventilation (mv) signal oversensing. Stored atrial tachy response (atr) episodes also revealed further oversensing of non-physiologic signals. There was no evidence of pacing inhibition, and the patient's intrinsic rhythm was observed throughout. Additionally, review of ra impedance trends showed an abrupt change in measurements from 560 ohms to greater than 3,000 ohms, consistent with suspected lead fracture. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored a signal artifact monitor (sam) event due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead and disabled the respiratory sensor due to minute ventilation (mv) signal oversensing. Stored atrial tachy response (atr) episodes also revealed further oversensing of non-physiologic signals. There was no evidence of pacing inhibition, and the patient's intrinsic rhythm was observed throughout. Additionally, review of ra impedance trends showed an abrupt change in measurements from 560 ohms to greater than 3,000 ohms, consistent with suspected lead fracture. This ICD system remains in service. No adverse patient effects were reported.